Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, white foreign material was confirmed inside channel in the air/water supplier and auxiliary water flow; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had white residues inside channel in the air/water supplier and aux water flow. There was no patient involvement.